Manufacturer narrative:
An infection at the ipg site was reported to abbott. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg site was infected and the lead was starting to come through the skin. Investigation was unable to identify which lead attributed to the issue. To address the issue, the patient underwent surgical intervention wherein the entire system was explanted.